Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window, and a stripped battery cap coin slot.

Event description:
It is reported that a customer experienced low blood glucose of 41 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that the battery was low on their insulin pump, but they were unable to remove the battery cap off the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.